Event description:
During a revasularization of the left sfa one complete se stent and a non-mdt balloon were implanted. Approximately 29 months later a revascularization of the left sfa was required due to restenosis. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a history of previous peripheral revascularization of the right popliteal. Rutherford assessment at time of index procedure was severe claudication. If information is provided in the future, a supplemental report will be issued.